Manufacturer narrative:
Initial and final MDR 1909083 - MDR 3003442380-2024-13488 - device 1 of 7.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the seven infusion set was fell off less than 24 hours due to sweating during hot conditions. The infusion sets is used for 1-2 hours. The blood glucose level was 230 mg/dl. No further information available.